Event description:
Event description: the pulmonary vein isolation (pvi) was a straightforward pvi procedure using farapulse cath. The pvi was completed, and both the veins and posterior isolation were completed using the boston pulse field ablation (pfa) cath and sheath. The only carto catheter was the octaray. The activated clotting time (act) remained above 300 the whole case (12000 units given). Following the case (3 hours later) the patient had a stemi. An emergency percutaneous cornary intervention (pci) was performed. An angiogram revealed signs of thrombus. The patient has mostly recovered but required 1 extra day in the hospital. After speaking to the consultant, he does not believe the stemi was due to the pvi procedure as the patient had many other comorbidities. There was no indication of any event after the initial pvi. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).